Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump was dropped, resulting in a cracked screen, while the pump continued to operate and blood glucose control reportedly remained unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no medical intervention or hospitalization. Investigation included customer service assessment and logistical coordination for replacement and return. Investigation of this device revealed physical damage to the display assembly consistent with accidental impact, with no indication of functional failure of drug delivery or pump electronics. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage from handling.